Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a heat rash under her breasts. The patient's skin was red, but not raised or itchy. The patient consulted her nurse who advised to rplace gauze under both breasts. Follow-up indicated that the patient no longer had skin irritation under her breasts.